Manufacturer narrative:
The legal manufacturer reviewed the contents of this complaint. The exact root cause of the reported event could not be conclusively determined. However, based on similar reports, the event likely occurred due to complex factors to cause user handling and deterioration of the bending section cover from long time use. The legal manufacturer reported that the abnormality is detectable by conducting inspection prior to use in accordance with the instruction for use (IFU). The product¿s instruction for use (operation manual) described as follows: "maintenance management" the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.1, ¿troubleshooting guide¿ on page 66. If the irregularity is still observed after inspection, contact olympus. Maintenance of the forceps elevator has to be performed according to chapter 6, ¿inspection schedule related to forceps elevator¿ in the manual. "Warnings and cautions" do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. "Inspection of the endoscope" inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found the insertion tube and plastic distal end cover cracked. There were dents and scratches noted on the control body. A hole/cut was noted on the bending section of the device resulting a in leak. A pin hole was noted on the switch/camera side of the scope. The scope was repaired and returned to the customer. The most likely cause for the reported event can be attributed to mishandling. The tjf-q180v instruction manual provides the following warnings to prevent scope damage. ¿do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
The service center was informed that during reprocessing the scope failed leak testing. There was no report of patient injury.